Manufacturer narrative:
No malfunction found. The end user reported while operating the power wheelchair on an uneven grassy surface, the end user fell. Hoveround's owner's manual warns "driving on soft and/or uneven surfaces increases the chances of a collision or fall from the seat due to loss of control or tip-over and can result in serious injury or death. Avoid driving on these surfaces." And "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, or falling from the power wheelchair, drive in proper environments: avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass."

Event description:
While operating their power wheelchair through the grass in the yard, the end user fell.